Event description:
Ous MDR - after an implantation time of about 10 months, a pacing impedance of >3000 ohms was reported and the device was explanted. There were no adverse pt effects reported.

Manufacturer narrative:
Ous MDR.